Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 03/25/2016, the patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issues began ¿within a week of receiving the meter¿. The patient reportedly obtained alleged inaccurate results of ¿538 mg/dl¿ on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with ¿humalog and victoza. The patient detailed that she developed the symptoms of ¿crashed, sweating shaking and a numb tongue¿ one week after the alleged product issue began. The patient reported that on february 6th, she self-treated with food and /or drink. The patient stated that ¿7-8 days¿ after the issue began she obtained a result of 47mg/dl on another device. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The test strips were stored correctly and not expired. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.